Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A DHR review was performed, and no related non-conformances were found. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance, per doc-0101337, rev k. Although the product was not returned and there is an allegation ["surgical valve failed premature per physician"], stenosis after 8 years of implant is most commonly related to patient factors and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. For this event a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 2700 aortic valve underwent a valve-in-valve procedure after an implant duration of eight years due to severe stenosis. The patient chief complaint was shortness of breath. Tavr was performed with a 9750tfx26a transcatheter valve without complications. The patient was sent to recovery with normal vitals at the end of the procedure.